Event description:
Patient reported they recently went to their dentist who confirmed they have stage 4 periodontal disease and they cannot wear their aligners. They have permanent damage done to their teeth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.